Event description:
The customer reported that he had experienced a high bg level of 477mg/dl after midnight and had administered a correction bolus. (Prior to this, the pod had "been working fine.") He went back to sleep and woke up about eight hours later - despite the earlier bolus, his bg levels remained high (475mg/dl). In response, he administered a second correction bolus. His wife said that she "could smell insulin" and believed that the cannula had "dislodged from his body." The pod was removed - "both the pod site and the adhesive" were wet "and there was a strong insulin smell." In addition, the cannula was described as being "bent." He checked the pdm, which confirmed that the entire bolus had been delivered, but he "didn't know how much (insulin), if any, actually went into his body." This has happened "twice in a row" with pods placed on his thigh; insulet product support suggested that he try an alternate site. The customer agreed - he stated that "due to his thighs being so muscular, if he tenses or flexes his legs while sleeping, the muscle could be causing his cannula to dislodge." The pod will be returned for evaluation.

Manufacturer narrative:
The pod was returned for evaluation - no mechanical problems were found that would have caused or contributed to the customer's high bg levels. Despite the reported "bend" in the cannula, no obstruction of the fluid path was found - the pod did not occlude and the customer would have received all programmed doses of insulin (had the cannula been inserted subcutaneously). The pod functioned as designed during testing. Although, no mechanical issues were found during the evaluation, it is determined that the customer's high bg levels had resulted from the cannula pulling from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite test results that show it operated mechanically as designed). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The customer had not immediately become aware that the cannula had pulled from the insertion site as he was sleeping when the cannula became dislodged. A review of lot qualification records was performed - the lot passed the acceptance criteria. Note: evaluation pertains to the mechanical performance results of the pod. Evaluation pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure).